Event description:
The customer reported to customer service that she has been having problems with her breast pump whereby one side was not producing as much suction as the other and recently both sides do not "pull as much." She has developed mastitis and needs to pump.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer, she confirmed her original report that one side of the pump stopped working on one day and then the next day, the other side stopped working. She developed mastitis for which she sought medical treatment and was prescribed an antibiotic. The mastitis has since resolved and the replacement pump is working without issue. The product involved in the complaint has not been received for testing/analysis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Attempts have been made to retrieve the product, including a final attempt by letter. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.